Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported by user facility medwatch (B)(4) during a laparoscopic total hysterectomy procedure, one side of the tip of the harmonic scalpel broke off while outside pelvis in attending md's hand.